Event description:
It was reported that the pt noticed a decrease in vision in her right eye post lens implant. Yag treatment was performed approx 8 months post implant. The reason for the yag was not provided. The pt's current prognosis and treatment are dry eye treatment and monitor macular degeneration. Refer to MDR 2031924-2014-00311 for the lens implanted in the left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.